Event description:
Hcp reported device system was explanted due to lack of effect. The surgical procedure was a success. The device was returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.